Manufacturer narrative:
(B)(4). Product has been received but is pending evaluation.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported, that loss of connection occurred. On for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed, signal loss was found for serial number (B)(6), within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable, based on defective transmitter unable to download the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).